Event description:
Reporter indicated a patient was experiencing increased seizures, headaches, and emotional issues and that these events indicated the vns may be nearing end of service as these behaviors were also observed before a previous generator replacement. A manufacturer battery life estimate performed resulted in over 4 years remaining, indicating end of service is unlikely. Surgery to replace the vns generator is planned, but has not occurred to date. All attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient¿s increased seizures were felt to be due to ¿decreased function vns¿. The vns generator was replaced as an intervention, but the outcome was not provided. More than one seizure type increased, but the types were not specified, and the level of the seizure increase was not provided. The headache and cognitive changes were felt to be due to ¿tension headaches¿ and the headaches were random and not occurring with vns stimulation. No causal or contributory programming or medication changes precede the onset of the headaches or cognitive changes, and the patient does have a pre-vns history of headaches and cognitive changes. The vns was reported to be functioning properly; ¿working fine¿. No programming changes or other events preceded the seizure increase. The patient had generator replacement surgery on (B)(6) 2013. The explanted generator will not be returned per hospital policy.